Manufacturer narrative:
The bg meter have not been returned to the manufacturer. Should the device be returned, a supplemental report will be filed with the results of the testing.

Event description:
The customer reported that their livongo blood glucose meter started to spark when they were charging it.